Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4). This record is for the 3rd unit that the dealer stated that he is seeing the left side bearing break down on the chairs to the point where the caster has come off the chair completely.